Event description:
Used fascia blaster as directed and woke up the next day full of bruises. Having blood in my urine for 3 days. Went to the dr today. My legs ache and they are swollen. I also have bruises on my triceps and swollen. Ashley black.